Event description:
It was initially reported the pt lost therapeutic effect and was feeling no stimulation sensation. The pt was also experiencing swelling in their feet. The pt had experienced a fall or some other form of trauma the previous week. The pt was reportedly unable to adjust their stimulation. The status lights of the pt programmer were assessed and the programmer appeared to be working properly. One month later, the pt's symptoms included dizziness, swelling in the legs, feet, back and arms, and hives. The pt reported "the device doesn't work and the dr said it has malfunctioned". The device system was to be explanted the following day. F/u was attempted. As of the date of this report, the health care provider (hcp) was unable to confirm the event as reported by the pt.